Event description:
It was reported that the right ventricular set screw would not screw down and appeared to be completely stuck in the header. The device was not implanted. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found. A test lead was inserted into all ports. The setscrews were tightened to one click and the test leads were slightly tugged. All setscrews held and secured their leads. The rv block setscrew was turned to maximum and minimum limits of travel. No anomalies were found when viewed under the microscope. Microscopic inspection of the connector revealed no damage.